Event description:
Customer reported to beckman coulter, inc (bec) that there was a diluent leak in the right diluter panel of the coulter hmx analyzer with autoloader (hmx autoloader). Customer indicated that the diluent also leaked onto the counter. Customer reported that the hmx autoloader was not giving differential results. Customer reported that the volume of the leak was 10 - 20 cubic centimeter. Customer indicated that they were wearing lab gown, gloves and glasses. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the source of the leak was a cut tubing at pinch valve (pv) 49 and pv27. Pv49 is the pathway for pressurized diluent used for backwash. Pv27 is the pathway for erythrolyse (pak lyse) from the erythrolyse pumps (pm6, pm7). The fse replaced the tubing going through both pinch valves. The hmx autoloader provided differential results once pv27 was replaced. Samples were run and verified on a backup analyzer. No further leaking was found.

Manufacturer narrative:
(B)(4).